Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a bubble downstream occlusion cover and shuts off randomly when on direct current (dc) power but not when it's on alternating current (ac). There was no patient injury reported.

Manufacturer narrative:
Other text: b5: additional information received on 09-sept-2022 via email and attached in complaint object: these pumps did not fault while in use with a patient. Additional information received on 12-sept-2022 via email and attached in complaint object: it happened during testing. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal intact. There was no evidence of the error found in the event history log. The customers reported problem was verified. During investigation, found air bubbled in downstream occlusion sensor seal. However, the battery compartment was corroded causing no power with double aa batteries. Bubbled downstream sensor seal and corroded battery compartment were the cause of the reported problems. For corrective action the downstream occlusion sensor seal and battery compartment were replaced. The root cause of the reported problem was unknown.an internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.